Event description:
During a routine visit to the hearing aid dispenser's office, the dispenser noted that the wax guard was not mounted on the aid, as expected. She looked into the user's ear and saw the wax guard embedded in the wax in the ear. The user had his physician remove the wax guard. There was no infection, injury or death resulting from this event.